Event description:
Pt claimed possible infection after 7 days of wear. Follow up with ecp, they were not able to confirm any record on file. This is being filed as unconfirmed infection.

Manufacturer narrative:
This is being filed as unconfirmed infection. Method code: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the event. Results code: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusions code: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.